Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It ws reported that the customer's insulin pump alarmed motor error during a basal. Troubleshooting was performed. Reviewed the alarm history and found a no delivery alarm. Ran a displacement test and the test failed. Advised the caller to contact her dr for a back up plan if she does not have available. No further info was provided.